Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on october 25, 2019 for a routine generator change. The right ventricular lead was capped and replaced during this procedure due to lead noise. The patient was pacer dependent. There were no patient consequences.